Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Severe low blood sugar readings; unconscious [hypoglycemic unconsciousness]. Case description: this spontaneous case received from the united states, reported by a physician (patient's husband) as "severe low blood sugar readings and unconscious," concerns a female treated with a novopen 3 (insulin delivery device) and novolog penfill (insulin aspart) for type 2 diabetes mellitus. Medical history included low blood sugars, cardiac disorder (unspecified), and coronary artery bypass. The physician reported that prior to event, his wife's novopen 3 was not dialing correctly (not further specified). In 2007, his wife ate a normal dinner and took her calculated dose of insulin using the device in question. At 8pm, she retired to bed. The physician reported, that when he went to bed at 10:30 p.m., he found his wife to be diaphorectic and unconscious. He tested his wife's blood sugar at that time and the result was displayed as "low" on the glucometer (glucometer hi-low range unknown). The physician then treated his wife with one glucagon emergency kit subcutaneously. Immediately after treatment, he retested his wife's blood sugar and it was 27 mg/dl. Within 30 minutes of treatment, his wife responded and she was able to take juice and food. She eventually became alert and oriented and the event resolved that same day without any further treatment. The physician did not retest his wife's blood sugar level for the remainder of that day, but the following morning her blood sugar level was 99 mg/dl upon awakening. The patient did not require an emergency room visit and was not hospitalized. Outcome was reported as recovered on the same day. The physician reported, that his wife did not experience any problems with her insulin cartridges. However, he returned the novolog penfill cartridge that she used at the time of the event along with the device, so it has been changed from a concomitant drug to a suspect drug and will be tested along with the device. The patient did not start any new products prior to the onset of the events and did not have any recent lifestyle changes. The insulin was not exposed to any extreme temperatures. Reported causality: unk. Novo nordisk's causality: reportable.